Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor, control, transmission and bearing were heavily corroded. It was further noted that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device no function. According to the report, the customer thought that the motor on the device was defective. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.